Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead ;product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that both leads had high impedances. The patient was referred for a consultation to replace both leads. The healthcare professional stated that they would more than likely replace the leads.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial (B)(4), implanted: (B)(6) 2012, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3778-60, serial/lot (B)(4), ubd: 13-mar-2016, (B)(4); product ID: 3778-60, serial/lot (B)(4), ubd: 13-mar-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient's device was replaced and the impedances were checked during the procedure and one lead was not working. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they had an op-note ¿from a few years ago¿ indicating that they had uni-lateral lead failure. They stated the note indicated that they had ¿one lead working on one contact¿. The event date was asked but was unknown. Manufacturer's records also indicate that the leads were replaced on 2018-09-07. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.